Manufacturer narrative:
The complaint device is not available for a physical evaluation. However, it was reported that this issue was caused by user error and no device failure has been observed. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during a shoulder repair that the surgeon accidently drilled his bone tunnel into the patient's cartilage and attempted to implant one of their gryphon p br anchors with orthocord with ds but this did not hold. The surgeon then removed this anchor and re-drilled the bone tunnel superior to the original spot. The surgeon completed the procedure with another same type anchor with no patient consequences or delays.